Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultramini meter is giving error 1 messages. Per the owner's manual, error 1 indicates there is a problem with the meter. The pt claimed that the error 1 issue first occurred on a week earlier. After the reported issue began, the pt had symptoms described as "shakes, hot sweats." The pt reportedly did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the pt did not test on any other device at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed she had symptoms that were suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.